Event description:
A us distributor reported that a patient's electrode belt could not run detect and treat testing.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (cannot run detect and treat testing) has been confirmed. Upon investigation the electrode belt was unable to complete incoming functional testing. The trunk cable was cut, severing wires in the cable. The root cause for cut cable could not be positively identified. There was no adverse event that resulted from the damaged belt.